Event description:
Glidwire was pulled out by md after high arterial catheter exchange and handed to rn. It was noted by rn that 3/4 of glidewrire coating was missing from the medial portion of wire. Physician noted the wire fragment under flouroscopy and successfully retrieved the entire portion. Patient remained awake and monitored throughout procedure. No instability noteddevice labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination, other. Results of evaluation: telemetry failure, none or unknown, guidewire. Conclusion: device failure occurred but not related to event, other. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor, use of all similar devices stopped permanently. Invalid data - on device destroyed/disposed of status.